Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with abdominal sacral colpopexy, bilateral salpingo-oophorectomy, bilateral burch retropubic urethropexy, and bilateral paravaginal defect with cystoscopy due to complete vaginal vault prolapse, cystocele, rectocele, enterocele, regional hypermobility, cystocele central and lateral defect. On (B)(6) 2010 and (B)(6) 2011, the patient underwent mesh revision.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent vaginal removal of mesh, repair of rectovaginal fistula, and cystoscopy on (B)(6) 2011 due to erosion of mesh into the vagina and rectum. No additional information was provided. (B)(4).